Event description:
Per info received that was "...a leak at the junction of the right cylinder tube at the base of the cylinder, where the collar around the tubing has broken free from the surface of the cylinder base".